Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device revealed the front laramie enclosure was scratched and the elastic belt was damaged. The touchscreen was tested for functionality and calibration; no anomalies were observed. There were two error codes identified in the log. Due to the recorded error codes, it was determined the only action to perform is to reboot the system. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the touchscreen of this programmer was not functioning properly. The programmer was returned for analysis and repair.